Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: who long are they using this kind of devices? 10+ yrs. Was it used on thick tissue?no. Normal stomach. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. Did the surgeon really see any staples at all or were there only "no." On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 6th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue and white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? No. Jaws clamped closed has additional tissue to be cut out? Yes. If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? 2-3cm. Has this any impact on the patient, the surgery or the healing process? Unknown. What was the patient¿s pre-op diagnosis? Overweight. Please provide the patient¿s sex, age and weight- unknown. What is the current status of the patient? Stable.

Event description:
It was reported that during a gastric bypass procedure, on the jejuno- jejunal anastomoses, the device closed on tissue and jammed would not open or cut. An ats45 had to be used to cut original device from tissue. Three extra reloads and one extra universal trocar sleeve had to be used. Patient had approx 25 minutes longer under anesthesia and extra tissue removed. Patient condition reported as stable.